Manufacturer narrative:
Missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the self-test and displacement test due to damage lcd glass. Insulin pump had broken traces on interface board, cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 146 mg/dl. Customer states that they woke up with a blank screen and tried different battery cannot get screen to clear half white and half black. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.